Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was patient said they fell and sustained a sacral fracture and pubic fracture, but they did not discover the sacral fracture until pt went to an orthopedic surgeon in new york city and demanded they do a spine xray in addition to the pelvic girdle xray which they did. Pt said then maybe a month ago, their home health aid gave them a backrup pushed their implant, pt told them to stop. Pt said, they noticed return of symptoms "to some degree" and saw their hcp. The hcp tried to use their external equipment but could not do anything because "the one was not charged" but hcp they were "due for a battery change", the patient is to call the scheduler. Pt said today when trying to use their control equipment to check their device they got the message: "internal device has lost all data" contact your clinician. Worked with pt to use the equipment and check again during the call and pt described the message: internal device has lost all data" contact your clinician. Reviewed information about device has lost data. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned they don't have any pain but if they sit for more than 3 hours they have back pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. The reason for call was patient said they fell. Pt said then maybe a month ago, their home health aid gave them a backrup pushed their implant, pt told them to stop. Pt said, they noticed return of symptoms "to some degree" and saw their hcp. The hcp tried to use their external equipment but could not do anything because "the one was not charged" but hcp they were "due for a battery change", the patient is to call the scheduler. Pt said today when trying to use their control equipment to check their device they got the message: "internal device has lost all data" contact your clinician. Worked with pt to use the equipment and check again during the call and pt described the message: internal device has lost all data" contact your clinician. Reviewed information about device has lost data. The patient was redirected to their healthcare provider to further address the issue. Pt also mentioned they don't have any pain but if they sit for more than 3 hours they have back pain.